Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultramini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation of the call. The patient stated that at 3pm on (B)(6) 2017, she obtained an alleged inaccurately high blood glucose result on the subject meter of ¿220+ mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with only diet and exercise (no medications) and she had followed her usual diabetes management routine. She reported that ¿within minutes¿, she began ¿sweating¿. She denied receiving any treatment for her symptoms beyond her usual diabetes care and management routine. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. The patient confirmed that she was using the correct test strips which had been stored correctly and were within expiry date. She did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Sweating, after the alleged product issue began.